Event description:
The pt reportedly had what appeared to be an external ear infection but did not seek medical attention for a significant period of time. When the pt did see an otologist. Pt reportedly had experienced an extrusion of the electrode lead wire through the posterior canal wall. The otologist and pt are considering whether to attempt a bone graft or to explant the device and reimplant at a later time.